Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the follows: due to damage on the suction cylinder, water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, due to damage on the channel tube, water tightness was lost, due to clogging of the channel tube, the plastic distal end cover was deformed, due to a cut on the charged coupled device cable, the screen turns black with no image and the connecting tube had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal scope had a brush in the endoscope. The issue was found during equipment inspection. The device was returned for evaluation. During the device evaluation, the air/water tube/cylinder had white foreign material and the biopsy channel was clogged with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to the subject device being returned to olympus without conducting/completing reprocessing at the facility. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.